Event description:
The pt was taken to CT for contrast study. Nurse checked IV and then pushed 11 cc ionic contrast and 15 cc saline. Checked IV again post study and noted indurated but not red, warm. When catheter removed noted to be fractured, with about distal third in skin and removed manually.